Manufacturer narrative:
A getinge field service engineer (fse) found cardiosave intra-aortic balloon pump (iabp) unable to read configuration for power management board/ unable to read power parameters. Fse waiting for parts. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) could not read configuration for power management board/unable to read power parameters. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: initial reporter was shortened due to character limitations. The complete name is: (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) found cardiosave intra-aortic balloon pump (iabp) unable to read configuration for power management board/ unable to read power parameters. Fse replaced the power management board to resolve the issue. Preformed unit checkout. Unit passed all functional and safety testes. The equipment works to manufacture¿s specs.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.